Event description:
Literature: neuner I, halfter s, wollenweber f, podoll k, schneider f. Nucleus accumbens deep brain stimulation did not prevent suicide attempt in tourette syndrome. Biol psychiatry. Aug 15 2010; 68(4): e19-20. Summary: this is a case study on a pt who rec'd bilateral stimulation in the nucleus accumbens because of a treatment-refractory tourette syndrome. He was implanted bilaterally at the anterior limb of the internal capsule. It was indicated that the tics decreased by 60% 3 months after surgery and 58% after 36 months. Ocd symptoms improved. Event: the pt attempted suicide by intoxication with lorazepam; doxepin and zopiclone. Precautions were taken not to be found; pt survived the suicide attempt only by chance. The dbs system was checked and found running without signs of battery failure, electrode breaks, and so on. After 4 weeks of intensive care and neurological rehabilitation, he was admitted to psychiatry. With the exception of a critical illness polyneuropathy, he did not suffer permanent neurologic deficits. On admission to psychiatry, pt experienced major depression, no motivation, and lack of interest. This declined over a period of 3 months before the suicide attempt. There were job and relationship issues and conflict with a neighbor. The pt indicated that self-aggressive behavior had returned (biting his lip, slamming his neck with his right fist) and he hit the walls. Pt indicated that the dbs was working because tic frequency waxed and waned but were not severely aggravated. Slowly over a period of 9 weeks, the major depressive episode resolved. The dbs was checked and increased from 4.2 to 6.0v. It had been reduced to 4.2 v during rehabilitation, but the pt felt that the tics worsened under the reduced stimulation intensity. Fifty eight months after surgery the tics decreased by 57%.

Manufacturer narrative:
(B)(4). (Suicide attempt; no motivation; no interest). It was not possible to ascertain device info from the article or to match the events reported with previously reported events.